Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm had occurred. Blood glucose was approximately 400 mg/dl. The pump supplies were changed. As the occlusion alarm had occurred in the past, a cause could not be determined.